Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy calcification and 80% stenosed. A 2.0x20mm rx mini trek balloon dilatation catheter (bdc) was soaked prior to use and air aspiration was not performed outside of the patient anatomy prior to use. The bdc was advanced and the balloon was inflated two times to 8 atmospheres for 5 seconds. However, when the bdc was intended to be deflated negative pressure was held for about 10 seconds, all of the air could not be removed and the balloon could not refold. The mini trek bdc was removed; however, resistance was met with the guiding catheter and force was applied to remove the bdc. Another 2.0x20mm mini trek bdc was used to ultimately treat the target lesion. Post stenosis was 5%. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) - incorrect prep: it should be noted that trek rx, cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The device was returned for evaluation. The reported difficulties were confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty or resistance with the guiding catheter reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction to evaluation summary: the reported deflation difficulty and resistance with the guiding catheter was not confirmed.